Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were using two clip appliers in an open procedure, the clips did not close properly and some even cut the vessels instead of just clip them. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The first instrument was received partially applied with eleven remaining clips. The second instrument was received partially applied with five remaining clips. Visual inspection of the instruments revealed no abnormalities. Functionally, the instruments were fired once in air and proper clip formations were confirmed. The remaining clips were then fired on test media with proper formation. The jaws and handles moved smoothly through their firing cycles and returned to the open positions and each remaining clip loaded properly in the jaws. When the cartridges were empty, the interlocks engaged and prevented the jaw from approximating. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.